Event description:
Customer reported, the insulin pump was not delivering insulin. Customer does not recall exactly what happened. He did state, he didn't think the issue was with the insulin pump but with the infusion set or site. Issue occurred about a month ago. Customer does not recall exact blood glucose but did state it was high. No delivery alarm was explained to the customer and was advised to do a complete set change when alarm occurred. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.